Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers spouse called in via phone to report reservoir compartment is broken and reservoir is held with tape and tubing is coming out of pump they currently have tape holding it together. Unsure how this happened. Customer also reported high glucose level of 450 which was treated by manual injection. Pump is being returned.

Manufacturer narrative:
Device received with operating currents within specific . Device passed self test and unexpected restart error test. The reservoir does not stay locked in place due to broken reservoir tube lip. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to broken reservoir tube lip.